Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 67 mg/dl. No significant events leading to the alarm were observed. Product is being returned and replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. No failed battery tests were noted. The pump was received with minor scratches on the lcd window.